Event description:
The general manager stated that the account alleged that a nurse and a doctor were hurt while transferring a patient from the bed to an operating room table when the bed moved. Account alleged that the brakes did not hold.

Manufacturer narrative:
The technician spoke with the nurse manager who stated while transferring a patient to the operating room, who needed an emergency c-section, the doctor and nurse could not disengage the brakes. Due to it being an emergency they continued to try and push the bed which caused both of them to strain their backs. No medical attention given. The technician inspected the bed and found the left front brake caster wound not engage when brake pedal was activated. The brake detent mechanism does not depress on the brake/caster plunger and the brake detent mechanism does not move the metal brake strip that engages the rocker arm. The technician found the left brake cam was broken. The technician replaced the brake cam to repair the bed.